Manufacturer narrative:
Complaint will be elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
A customer reported one patient sample that generated a false positive flu result and a false negative rsv result on the alinity m resp-4-plex assay. The customer re-ran the sample, which was a late positive for flua, on geneexpert, filmarray, and in-house which all gave negative for flu a/b and positive for rsv. The customer did not report the discrepant results outside the lab, so there was no impact to patient management. This report is being submitted for the observation of the false positive result. The false negative observation will be addressed via MDR 3005248192-2021-00078. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that lot 513424 is performing outside of established design performance specifications. The sample displayed a normal internal control curve. The amplification curve crossed the threshold with an exponential rise in the fluorescent signal at later cycles. Quality data review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 513424 and its components was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 513424. The quality control testing met all acceptance and validity specification criteria. The products passed quality specifications at the time of release. The CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 513424 and its components and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 513424. The lot specific complaint history review for alinity m resp-4-plex amp kit (list 09n79-090) lot 513424 identified ten (10) additional complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-90) lot 513424. All tickets were independently investigated and a product deficiency was not identified. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 513424 was not identified.